Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. The display was found to be dim and discolored with no lines observed on the display screen. Contrast reset to maximum setting showed little improvement on the dim display issue. The reported line through display issue was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were lines on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.